Event description:
A physician reported that after implantation of a microsensor (ID 826631), a negative value was displayed. A while after implantation, a negative value was displayed although the brain was swollen, and the value did not became positive, so the sensor was suspected to be defective, therefore, it was removed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product for lot 6773918 (sn (B)(6) met specifications when released. Failure analysis - catheter has several slightly mashed areas. Icp express read 495. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the reported complaint could not be confirmed as device works correctly. The possible root cause for this issue reported by the customer could be due to incorrect set up of the device.

Event description:
N/a.